Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment is cracked. The crack runs from the bottom of the case seal towards the battery cap. The audio bolus button is difficult to press and has a protrusion. With the audio bolus button cover removed the slug has found to be misaligned causing the protrusion. The keypad shows no signs of peeling or tearing and the keypad functions normally with no evidence of the contacts sticking or needing excessive force. Unable to duplicate customer complaint. As per procedure removed keypad cover from pump. No contamination was noted underneath the keypad contacts with the cover removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.